Event description:
It was reported that the customer had a button error alarm and moisture damage on the insulin pump. Customer had to jump into the lake to save someone. Customer was already disconnected from the pump. Button error alarm was present in history at or around the time that the pump was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional informational provided.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces.no button error alarm. No moisture damage found inside the insulin pump. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.